Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that they experienced high blood glucose of 600 mg/dl. Customer was treated with insulin injection. Customer mentioned that insulin pump alarmed for insulin flow blocked alarm and had bent cannula. Customer stated that insulin exited after troubleshooting. Insulin pump will be returned for analysis.